Event description:
Additional information received indicated that the event pertained to the patient's other device.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3387s-40, lot# v354660, implanted: (B)(6) 2010. Product type: lead: product ID 3387s-40, lot# v245967, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Event description:
It was reported that there was a "complaint" about the stimulation. The patient was a complicated case wherein the patient's dystonia had improved, but the dyskinesia was still somewhat good. The patient had fallen a couple of times in the past and was unsure if therapy was better, same or worse before the fall. Impedance measurements found the following: co - 1408 ohms 13 ua; c1 - 1140 ohms 14 ua; c2 - 1650 ohms 12 ua; c3 - 1548 ohms 12 ua; and 01, 02, 03, 12, 13, 23 all showed >2k with a current of 10, 9, 9, 10, 10, 9 ua. The patient was programmed with 0+2- electrodes. Please refer to manufacturer's report no. 3004209178-2012-06708.